Event description:
Ambulance personnel were attending to a patient in full cardiac arrest, down for several minutes before ems arrival. The patient was diagnosed asystolic and an attempt was made at external pacing. The patient's skin was described as cool, moist and cyanotic and the reporter is uncertain if any skin preparation had been performed prior to electrode placement. Allegedly the device continously displayed a leads off message and would not start pacing. The operator checked all cable and electrode connections and reportedly could not discern a reason for the leads off message. The patient was not resuscitated. The reporter stated the alleged malfunction did not cause or contribute to the patient's death. This opinion was based on the reporter's assessment of the patient's viability.